Event description:
Edwards received information that a second device a 26mm transcatheter valve was implanted in the aortic position using a valve-in-valve procedure after an implant duration of approximately four (4) years and eight (8) months. The reason for reoperation is a stenotic aortic valve and both devices remain implanted. The patient presented with symptoms of chf and doe. There were no reported complications.

Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No CAPA is applicable; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.